Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a request was made to have data from this subcutaneous implantable cardioverter defibrillator (s-ICD) analyzed in order to plan a replacement procedure at the end of the summer. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services (ts) consultant provided a device replacement interval. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. At this time, device return is not expected.